Event description:
A 70-year-old female consumer reported an event with band-aid tru stay sheer bandages which she applied on a tick bite on (B)(6) 2026. The consumer reported that it hurt when trying to take a band-aid off and it pulled her skin away. The consumer also reported that she experienced a rash exactly around where the product was applied. The consumer stated that she visited an immediate care center for evaluation and was prescribed a mupirocin ointment for treatment. The symptoms improved after the consumer stopped using the product. No further information was provided. This is one of three medwatches being submitted as three devices were involved in this event. See medwatch 8041154-2026-00011for first product, medwatch 8041154-2026-00012 for second product. The same patient is represented in each medwatch.

Manufacturer narrative:
Kenvue is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which kenvue has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, kenvue or its employees, that the report constitutes and admission that the device, kenvue, or its employees, caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5, a6: weight, ethnicity and race were not provided for reporting. D1, d2, d3, d4; this report is for one (1) band aid brand tru stay sheer bandages 40ct USA 381370046660 381370046660usa, lot #0765b. D4: 510(k) exempt, device I complaint. UDI not required. UDI: (B)(4), upc # 381370046660, lot # 0765b, expiration date: na. D9: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on march 17, 2025. H6: e0402 also refers to the consumer alleged "rash/suspected due to an allergic reaction to adhesive." E1721 also refers to the consumer alleged "pulled skin away (hurt when taking the band-aid off)." E2402 refers to consumer "intentional misuse/off-label use"; of the product. This is one of three medwatches being submitted as three devices were involved in this event. See medwatch 8041154-2026-00011for first product, medwatch 8041154-2026-00012 for second product. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.